Event description:
It was reported the customer received a failed self test alarm on their insulin pump. The customer stated the alarm occurred shortly after she had bumped the insulin pump while showering. Customer's blood glucose was unknown. The customer was advised to return the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A64 alarm during self test due to faulty y1 on rfb. Unable to verify sensor anomaly due to a64 alarm. Unit had minor scratched display window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)